Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation and a root cause cannot be established.

Event description:
Olympus received a report from the user facility that, when using the device, the image produced had lines through it and at times no image was produced. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause was abrasion of the contact points receiving the video connectors, resulting in instability of the electrical contact of the video connectors.